Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the following occurrence mechanisms. High-frequency endo therapy accessory was operated while it was not fully protruded out of the instrument channel outlet of the subject device. Physical stress was applied to the distal end such as stress by contact with hard objects.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, it was found that the distal end cover was cracked. The service department of olympus (B)(4) checked the subject device and found the reported phenomenon was duplicated. (B)(4) surmised that this phenomenon was attributed to the user handling. There was no report of patient injury associated with the event.